Event description:
It is reported that the packaging was compromised.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the stem was manufactured in december of 2004, and has had nearly 8 years to have been transported an unk number of times during this time period. Mfg documentation was reviewed and found conforming to specs at the time of manufacture. This event is likely due to transit damage from the nearly 8 years in the field. Device history records indicate all components were manufactured and inspected to spec. Eval: the carton has severe damage and has been opened at the wrong end. The poly bag around the implant is shredded and torn. The stem itself is in good condition but is covered with debris from the packaging components. Cause cannot be definitively determined.